Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had slowness with report generation. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and section e initial reporter address, city, zip a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the system exhibited a slowness in generating the reports. Customer stated that the restock reports were forced to print, ran one and confirmed that it was working, but was more generalized and continued to monitor. A technical support specialist (tss) confirmed that the customer stated no issue, and no further investigation was required. The issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had slowness with report generation. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.